Event description:
Same case as MDR ID: 2134265-2015-00609. It was reported that guidewire fracture occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric shaped, 35mm in length, 2.25mm in diameter, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) and left circumflex artery (lcx) containing a bend of <= 45 degrees. The physician selected a 330cm rotawire¿ and wireclip¿ torquer and advanced a 1.25mm rotalink¿ burr to the lesion in high speed mode at 180,000 rpm. During the ablation, a rotawire was transected at its core wire. The physician was not aware at the time that the rotawire had fractured and continued ablation. After rotablation was finished, they changed the rotawire to a non bsc wire and under fluoroscopy the physician noticed that the rotawire was fractured. Snaring was performed to clip the wire tip but failed so a 2.25 38 promus element stent was used and the fractured wire was left inside the patient's vessel underneath the expanded stent. Ivus was then performed to recheck if the stent expanded well. The procedure was completed with this device. No other patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual inspection was performed and found that the device fractured at the distal section and the distal section including the spring tip was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00609. It was reported that guidewire fracture occurred. Vascular access was obtained via femoral artery. The 80% stenosed, eccentric shaped, 35mm in length, 2.25mm in diameter, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) and left circumflex artery (lcx) containing a bend of <= 45 degrees. The physician selected a 330cm rotawire and wireclip torquer and advanced a 1.25mm rotalink burr to the lesion in high speed mode at 180,000 rpm. During the ablation, a rotawire was transected at its core wire. The physician was not aware at the time that the rotawire had fractured and continued ablation. After rotablation was finished, they changed the rotawire to a non bsc wire and under fluoroscopy the physician noticed that the rotawire was fractured. Snaring was performed to clip the wire tip but failed so a 2.25 38 promus element stent was used and the fractured wire was left inside the patient's vessel underneath the expanded stent. Ivus was then performed to recheck if the stent expanded well. The procedure was completed with this device. No other patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).